Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted, however, unit received with corroded electronic assemblies and corroded motor home switch. Unit received with battery cap contact missing,minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails and minor scratches on lcd window.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer did not provide their blood glucose value at the time of the incident. The customer stated insulin pump alarmed critical pump error. The customer stated he was in the pool with the insulin pump on and alarmed opened open book with a question mark. The customer tried to take out the battery and the copper part of the battery popped off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit powered up properly after battery installation. The pump was received with operating currents within specification. The pump passed the selftest, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No critical pump errors were noted. However, the pump was received with corroded electronic assemblies and a corroded motor home switch. The pump was received with a missing battery cap contact, minor scratches on the case, a cracked select button keypad overlay, a cracked case on the corner of the belt clip rails near the battery compartment, broken belt clip rails and minor scratches on the lcd window.